Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.00mm x 15mm balloon, a 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.